Event description:
It was reported that patient experienced problems with charging cable. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to call patient to perform troubleshooting, but troubleshooting was denied and customer reverted to an alternate usb cable.